Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports that during a posterior lumbar fusion procedure, the threads of the set screw were found to have unraveled and separated from the device during assembly to an expedium pedicle screw. The set screw, its torn thread, and the mating pedicle screw were removed from the surgical site. The difficulty resulted in a delay of approximately five minutes. There were no adverse consequences to the patient .

Manufacturer narrative:
Depuy synthes spine does not use therapy dates. As a result, today's date has been entered into the required field. Visual examination found the threads of the set screw were stripped/torn. No defects or other abnormalities were observed during evaluation of the concomitant device pedicle screw that was also returned. Review of the device history record for the set screw found no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Quality engineering determined that the current complaint rate for the device is acceptable. Although the root cause cannot be positively determined, thread damage is most likely was due to an unanticipated excessive torque and friction forces. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.